Manufacturer narrative:
Concomitant medical product: w3dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right ventricular (rv) lead exhibited possible u nder-sensing and loss of capture on stored electrograms (egms). It was further reported that the right atrial (ra) lead exhibited under-sensing on stored egms. Both the rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.